Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that post-implant, the device exhibited a loss of capture and impedance >1990 ohms. The same results were observed the day after implant. When the device was removed from the pocket, there were no anomalies noted with the lead connection to the pulse generator. Subsequently, the pulse generator was replaced.